Event description:
It was reported that the implantable cardiac monitor (icm) had migrated and the reader was unable to gain telemetry with the icm. Options to locate the device were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.